Event description:
Pt called alleging high readings on the lfs meter. Pt obtained blood glucose readings of 194, 202 and 187 mg/dl on the lfs meter. At the time pt was experiencing symptoms of shakiness. 11-20 minutes later pt was tested at the lab with the results if 136, 148 and 128. Md treated pt with insulin. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Check strip test passed and pt has been cleaning the meter properly. Pt does not have test strips to verify the expiration date.